Event description:
Drill bit point broke in patient's right knee while drilling. The tip remained in the right knee. No apparent injury to the patient. The tip could not be retrieved from the knee as it is in the bone. We don't have the broken part that was left.